Event description:
It was reported that this event involved a (B)(6) female patient in the surgery ob/gyn department. The device was inserted in ten minutes and used five minutes for parenteral nutrition after a surgical procedure. There was breakage of the seldinger during the extraction from the arrow raulerson syringe. A chest and cervical x-rays were performed. Additional information received on (B)(6) 2010 from the sales representative stated the insertion site was the jugular vein. There is no further information on this event.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.